Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with asymptomatic stage 2 diffuse lamellar keratits in the right eye, at the one day post-op visit. The steroid drops were increased and the dlk resolved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).